Event description:
It was reported that a singleday infusor overinfused. This occurred during infusion of 50ml levobupivacaine and 0.9% sodium chloride solution. The reporter stated that the infusion completed in 16 hours rather than the expected 24 hours. The patient had been carrying the device in a carry bag, and the flow restrictor was placed 15-20cm higher than the reservoir. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.